Manufacturer narrative:
Arjo was informed about an incident involving an arjo maxi sky 600 ceiling lift and a passive clip sling. Following the information collected, during patient transfer from a wheelchair to a bed the left clip of the sling detached and the patient fell sustaining a minor injury to his knee. After the incident, arjo representative visited the facility to collect more information and to check the device¿s condition. No malfunction with maxi sky 600 device and a passive clip sling was identified. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position, not under tension or not attached correctly. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process: according to the procedures provided in the instruction for use (04.sc.00-int1_6): ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ to sum up, arjo ceiling lift and clip sling were used as a system for a patient transfer when one of the clips detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the allegation of the clip detachment during transfer.

Event description:
During the patient transfer from a wheelchair to bed using the maxi sky 600, the sling clip became loose. The patient fell off the lift. The patient sustained a minor knee injury.

Manufacturer narrative:
The investigation is ongoing. The next report will be sent after investigation completion.

Manufacturer narrative:
The investigation is ongoing. The next report will be sent after investigation completion.

Event description:
During the patient transfer from a wheelchair to bed using the maxi sky 600, the sling clip became loose. The patient fell off the lift. The patient sustained a minor knee injury.